Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was re-implanted on (B) (6) 2010, because of a suboptimal position of the electrode, which was detected in (B) (6) 2010.